Event description:
It was reported that the pt underwent a unilateral breast reconstruction of the right breast using a 6x16cm piece of veritas collagen matrix and a breast implant on (B)(6) 2012. The veritas was soaked in a saline solution for approximately one (1) minute prior to implant. One drain was placed on top of the veritas in the right breast and was then removed on (B)(6) 2012, two (2) days post-op. The pt presented with what the surgeon described as a small cyst under the skin of the right breast on (B)(6) 2012, four (4) days post-op. The pt was treated with oral antibiotics, 300mg of dalacin three (3) times a day for four (4) weeks. On (B)(6) 2012, approximately four (4) months post-op, the surgeon brought the pt back to surgery to remove the breast implant. During that surgery, it was noted that the area was infected and the veritas was completely remodeled. The pt is reported to be doing well.

Manufacturer narrative:
No product was returned for evaluation. The device history record was reviewed. According to the device history record, the device met specification at the time of manufacture. Same reporter and similar problems as the following manufacturer report numbers, but separate events: 2183620-2012-00060, 00061.